Event description:
It was reported that during a hip arthroscopy procedure using a speedstitch needle cassette with a speedstitch suture cartridge, the needle would not properly attach to the handle. Two additional like needles were opened, but yielded the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.